Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The customer's complaint/reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was displayed because incompatible serial digital interface cable was used. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center's receiving monitor had no image. There were no reports of patient harm or delay in a procedure.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted. In speaking with olympus technical assistance center (tac), the customer reported a no image issue on the receiving monitor. In troubleshooting, customer confirmed the video cable was connected from the 12 sdi (serial digital interface) out. Tac advised the video cable should be connected using the 3g sdi output port. The customer switched out the sdis and the issue was then resolved through troubleshooting and device return is not expected.